Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 143535: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-06-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: tibial insert ps fixed size 2/10mm; reference 02.07.0210psf; (k090988). Lot 174622: (B)(4) items manufactured and released on 14 august 2017. Expiration date: 2022-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Tibial tray fixed cemented size 2 l; reference 02.07.1202l; (k090988). Lot 170414: (B)(4) items manufactured and released on 30 may 2017. Expiration date: 2022-05-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patella resurfacing size 1; reference 02.07.0033rp; (k090988). Lot 171999: (B)(4) items manufactured and released on 25 july 2017. Expiration date: 2022-07-02 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 months after primary the surgeon revised the patient for knee infection. The surgery was completed successfully.